Event description:
It was reported that the right ventricular (rv) lead was noted to have oversensing due to greater than 5000 short interval counts (sic) before a device changeout due to normal battery depletion. It was also reported that the device was changed out due to electromagnetic interference possibly causing the increasing sic. Within a month of device changeout, there was a lead warning due to increasing sics and a transient rise in lead impedance. On interrogation the lead impedance normalizes and again thresholds and rwave sensing is normal. An intermittent lead fracture is suspected but the physician is reluctant to replace the rv lead as a second discarded lead remains in situ making matters technically challenging. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).